Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to field b4 which is being corrected from 07-aug-2020 to 03-aug-2020.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler instrument involved with this complaint, and completed the device evaluation. Failure analysis confirmed, but did not replicate, the customer reported complaint, "stapler not recognized, would not staple." The instrument was found to have shifting failure based on a log review, but was not replicated in-house. Logs showed the shifting failure occurred post firing and while the system was still in a clamp state during an attempt to unclamp. Error code 22030 was found, indicating a shifting to fire from roll failure. The instrument was found to have one, or more of the housing snaps broken. Upon housing removal, the instrument was found to have a broken grip cable at the proximal end in the housing, likely caused by the use of an srk after the shifting failure. The stapler was placed on an in-house system and reworked to override the engagement failure caused by the broken grip cable. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. A system log review was performed to confirm the stapler instrument was last used on (B)(6) 2020 on system sk0116. A site history review was performed, and no related complaints were found related to the product. No image, or video clip for the reported event was submitted for review. Based on the information available at this time, this complaint is being assessed as a reportable event based on the following conclusion: logs showed a shifting failure occurred post firing and while the system was still in a clamp state during an attempt to unclamp. The instrument was found to have one or more of the housing snaps broken, and a broken grip cable at the proximal end in the housing, likely caused by the use of an srk after the shifting failure. Although there was no report of patient injury as a result of this event, if the failure mode were to recur, it could cause, or contribute to an adverse event. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted procedure the customer had recognition issues with the stapler instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the operating room (or) staff to request additional information about the reported event, however there was no additional information available regarding the stapler issue. Additionally, no patient-related information was available.